Event description:
It was reported that the patient was revised due to pain and elevated cobalt levels approximately 8 years post implantation. During the revision, fluid was obtained consistent with trunnionosis. It was also noted that the capsule was very thick consistent with taper corrosion. A new femoral head and liner were placed without complication. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 536000059 lot number:62192810 brand name: acetabular shell, catalog number:437732059 lot number:62098547 brand name: durasulâ¿¢ hooded insert, catalog number:00801803203 lot number:61542839 brand name: cocr heads, catalog number:00786201630 lot number:07886625 brand name: versys stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).